Event description:
During a routine shift check by a clinician, the device failed to power on in battery power. The device powered on in ac power. There was no pt involvement in the reported malfunction.